Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, after firing magazine fell into the situs, incomplete staple line, misformed staples (stuck out of magazine), reload could be removed, took new instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the atb35 device was received sterile and in good visual condition and with a tr35b reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.